Event description:
Customer reported an issue with a high blood glucose level, measured at over 508 mg/dl, with an unknown cause. Correction was attempted using a manual injection, and the infusion set and cartridge were changed multiple times. Technical support instructed the customer to inspect various components, including the infusion site and tubing, but no issues were found. Insulin was observed at the end of the tubing, and all personal settings were confirmed as correct. Customer was advised to replace supplies as necessary and continue insulin treatment.